Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, a ventilator inoperative alarm condition was observed. The device's system board was replaced to address the issue. Additionally, service required alarm conditions were observed. These alarms would not affect the device's ability to deliver therapy as designed. The outlet side panel was found to be damaged and was replaced. The display board failed to reset during testing and was replaced to address the issue. There was no allegation of display issues prior to service.